Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 7, 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the original customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient claimed that the subject meter first displayed inaccurate results during the morning of (B)(6) 2016 when she obtained alleged inaccurately erratic results of ¿330, 295, 300 and 239 mg/dl¿, more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with insulin (self-adjuster). She reported that she continued with her usual diabetes management routine after obtaining the alleged inaccurate results, and on (B)(6) 2016 she administered a humalog injection based on a sliding scale. She reported that ¿a day or two¿ after the start of the alleged issue, she developed symptoms of ¿weak, sweaty, tired [and] anxious¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient¿s results were from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she received inaccurately erratic results on the subject meter, administered medication based on the results and reportedly developed symptoms suggestive of an acute diabetes excursion, after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture that than expected from normal use (as per product labelling). A device history record review was performed on the test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).